Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with inflammation of the device pocket. There was a pocket erosion noted and the device was visible through the skin. The device was explanted and the three associated leads were explanted electively. The patient was stable with no consequences.